Event description:
Pentax medical was made aware of an event which occurred in the (B)(4) involving pentax video scope ec34-i10cl. In the event reported, the technician found accessory stuck in biopsy inlet piece. The event timing is in the workshop during inspection. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10cl-us is available in the USA with a 510k number k190805. The device was received at pentax medical on service order 3137061 for further evaluation. The device was inspected where the user narrative was confirmed. The inspection findings are as follows: accessory stuck in biopsy inlet piece, segment crushed, passed dry leak test, passed wet leak test, primary operation channel resistance, customer complaint confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is an event, in which a check valve attached to a component of an endoscope clogs the aspiration line. The cause is thought, to be that the check valve that got into the washing machine, during the washing process. Clogs the pipe with the water flow.